Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient weight, bmi at the time of index procedure? Lot number? What was the indication for the procedure? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Were cultures performed? If yes, results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Any relevant patient history? Any concurrent use of other products? Was there an alleged deficiency of the ethicon suture that contributed to the patient¿s post-operative worsening of hypertension, intra-abdominal hematoma, biliary stent infection and gastroparesis? What was the drug therapy used for the worsening of hypertension, biliary stent infection and gastroparesis? What is the patient¿s current status?

Event description:
It was reported from a clinical trial that a patient underwent a whipple procedure on (B)(6) 2019 and an absorbable hemostat was used. The patient experienced worsening of hypertension, an intra-abdominal hematoma, an infection of the biliary stent and gastroparesis. The patient was given drug therapy and was hospitalized on the coronary care unit. The patient is still experiencing the worsening of hypertension however has recovered from the other events. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: adverse event or product problem, outcomes attributed to adverse event, type of reportable event- additional information was received and this event no longer meets reportable serious injury criteria. Therefore this medwatch report is being voided.